Event description:
This lead was implanted on (B)(6) 2016 and was explanted (B)(6) 2016. A report stated that on (B)(6) 2016 the lead had a high impedance measuring 05v@05ms in a capturing threshold with pace sense impedance of 600 ohms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).